Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer experienced a vibrate anomaly. It was reported that insulin pump was programmed to vibrate but it stopped working even after changing batteries. Insulin pump did not vibrate after self-test. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 302 mg/dl.

Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No vibrator alarm due to broken vibrato motor wire. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.